Event description:
It was reported that the user experienced hyperglycemia after forgetting to meal announce approximately 90 minutes post-meal, with a highest recorded blood glucose of 301 mg/dl and later a reading of 329 mg/dl while using the ilet system; insulin remained in the cartridge, the infusion site was dry with no leakage, insulin on board was 4.84 units, and the agent advised relying on the correction algorithm, which was reported to be trending values down. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms, no evidence of infusion set failure or leakage, and use of the system¿s correction algorithm in response to missed meal announcement. It was concluded that the event was hyperglycemia with unclear cause beyond the missed meal announcement and without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.